Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and vomiting. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (1gm, every 4th day, route was not reported) and amikacin (125 unit and route was not reported, once daily) for peritonitis. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.